Manufacturer narrative:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 270mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked liquid crystal display keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.